Manufacturer narrative:
Device evaluation: analysis of the returned device identified, crease fold, white particles (calcification), one opening extended on the radius, the weight the device within specification and observed 40 mm dark patch edge material inside gel device. A microscopic analysis was performed which identified, two openings crease smooth on the radius and wear abrasion. Based on the device analysis the final assessment is: two crease smooth openings due to fold flaw opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "possible rupture of mammary implant, capsular contracture". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side "possible rupture of mammary implant, capsular contracture". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "possible rupture of mammary implant, capsular contracture". Device has been explanted